Event description:
It was reported that following the implant procedure the patient developed a hematoma. The hematoma was evacuated, the pocket thoroughly flushed and cultures were taken. The physician believed the hematoma may have been the result of the absorbable antibacterial envelope that was placed in the pocket at implant. The physician also noted that when antibiotics had been administered the patient had an adverse reaction. The system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.